Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, rewind and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during the prime/fill. The customer's blood glucose was 189 mg/dl at the time of incident. The pump will return.